Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported that the patient is to undergo a second surgery to remove the implant due to re-ankylosis.

Event description:
It was reported that the patient is to undergo a second surgery to remove the implant due to re-ankylosis.

Manufacturer narrative:
The reported event could be confirmed as the surgeon provided the patient's CT scan that showed the left joint was removed and a spacer was implanted. The engineering department reviewed those images, confirmed that tmj devices were removed, and recommended the surgeon use the fat graft after implanting new devices to prevent ankylosis again (the surgeon had not placed the fat graft on initial surgery).based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issues. Therefore, no corrective and/or preventive actions are deemed necessary at this time.